Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar incidents reported form this lot. Based on the available information, a cause for the reported slda could not be determined. The reported mr appears to be a cascading effect of the slda. Additionally, mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report slda, increased mr. It was reported that on (B)(6) 2015, the patient was treated for mixed mitral regurgitation (mmr) with 2 mitraclip devices and mr was reduced to 3+. On (B)(6) 2021, the patient had a transesophageal echocardiogram (tee) as the patient was experiencing mr with a grade of 4+. It was found that one clip had a single leaflet device attachment (slda) from the lateral a2p2 leaflet. The clip was stable as there was another implanted right next to it during the index procedure. No additional procedure has been performed. No additional information was provided.